Manufacturer narrative:
(B)(4). Date sent: 2/27/2024. B3: only event year known: 2024. Photo analysis: this is an analysis of two photos submitted for evaluation. During the visual analysis, the following was observed: the first photo shows a tyvek with lot # l4ek4d and a label can be seen on the tyvek with expiration date 2023-12-31. The lot number was reviewed, and it belongs to a cdh21a device, the expiration date label on the tyvek does match the expiration date recorded on our quality tracking system of 2019-03. In addition, the label noted on tyvek is not applied by johnson & johnson. The second photo shows a tyvek of product code cdh21a. No conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. A manufacturing record evaluation was performed for the finished device batch number l4ek4d, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: how was the product purchased? Could you please confirm if the vendor is authorized by jnj. Is there an indication of how the product was distributed? Is there any indication of the source? Based on the packaging, is there any indication of which market the original genuine product may have come from?

Event description:
As part of our regular internet program, a listing product in question was found, unit being sold at suspicious price. Course of action test purchase was made, resulting that expiry date seems to be tampered with an extra label which does not seem to have been applied by johnson & johnson. Batch may be expired since 2015.